Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uretal vaginal prolapse with urinary incontinence, menorrhagia, dysmenorrhea, bump dyspareunia, old obstetric laceration, enterocele and introital dilation. It was reported that the patient had the concurrent procedures of vaginal hysterectomy with bilateral salpingo-oophorectomy, repair of left labia minora, excision biopsies of infundibula pelvic ligaments, cystoscopy, suprapubic catheter and anterior colporrhaphy performed during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.